Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 02/17/2011 by fax and mail. Additional information was received 02/17/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. In a follow up, it was reported that the lens was exchanged for a different model and the surgeon and pt are satisfied with the results. The surgeon believes his incision at 93 degrees resulted in the surprise. The surgeon also reported that he thinks the pt could not be corrected to better than 20/40 due to a language barrier. Additional information has been requested.